Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: mpact hc uhmwpe liner: ref. 01.32.3644hct / lot 133199 ((B)(4) liners produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. Ceramic ball head 36 m, manufactured by (B)(4) and distributed by medacta (not FDA cleared): code 38.49.7179.285.00 lot 7010905356: medacta bought (B)(4) heads and sold (B)(4) of them, without any other similar incident. (B)(4) confirmed that their batch record was ok, including sterilization documents. From the info collected, there are no evidences that the infection is device related.